Event description:
It was reported that during preparation of a steerable guide catheter (sgc), a leak in the hemostatic valve was observed. It was noted that it felt unusually loose when inserting and pulling out the dilator. Troubleshooting was performed. It was noted that it seemed fine. However, while inserting the dilator, the clear chamber filled with air. The dilator was pulled out and tried again, but it filled with air again. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.